Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected tsh proficiency sample result was obtained while using the vitros 5600 integrated system. A definitive root cause could not be determined. The tsh proficiency sample was repeated on the vitros 5600 analyzer and on an alternate vitros system, and acceptable tsh proficiency results were obtained. There is no evidence that the vitros 5600 system or vitros tsh reagent malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros tsh proficiency sample result while using the vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. It is unknown whether any tsh patient results were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).